Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00371.

Event description:
Allegedly revised to remove mom hip replacement to a metal on poly device due to alleged elevated cobalt levels.

Manufacturer narrative:
Conclcusion: no conclusion can be drawn.